Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation.  In addition, no relevant imagery was provided for review.  Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. During manufacturing, the sheath shaft components were (B)(4) visually inspected for any defects. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing.  All testing passed specification.  The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for sheath shaft resistance with delivery system and sheath shaft kinked/bent.  A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6)2020 control limit for the trend categories. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft resistance with delivery system and sheath shaft kinked/bent were unable to be confirmed. A review of DHR and lot history review revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Additionally, a review of the IFU and training manual revealed no deficiencies. Per report, ¿there was resistance when the delivery system was inserted. Although it required force to insert, the device was able to be inserted and advanced.¿ per the training manual, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ as reported, ¿the patient¿s access vessels tortuosity was mild¿. Access vessel tortuosity can create a challenging pathway that can lead to resistance during delivery system insertion. The subsequent push force or device manipulation to overcome the resistance may have kinked the sheath and further increased the resistance. While a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation/kinked sheath) may have contributed to the reported events. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, a product risk assessment escalation and a corrective/preventive actions are not required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in japan, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve in the aortic position, there was resistance when the delivery system was inserted as it required force and was able to be advanced. A balloon aortic valvuloplasty was performed and the valve was deployed in the targeted position successfully with additional 2.0 ml volume added to the nominal volume.  After withdrawal of the sheath, injury to the common femoral artery (cfa) was observed. The area was surgically repaired.  It was confirmed that the partially expandable part of the sheath, approximately 2.0cm from the fully expandable part, was kinked.  Per reporter, the kink led to the cfa injury.  The patient is stable post procedure.